Event description:
Customer reported the buttons on the insulin pump where not working. Customer noticed the arrow button was sticking and now it's frozen on the bolus. Customer's blood glucose was 82 mg/dl. The device was exposed to sweat but never submerged or exposed to the rain. Customer was advised to discontinue use of the device and revert to back up plan no further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.